Event description:
During laparoscopic cholecystectomy, handpiece leaked and would not coagulate properly. Assumed that o-rings were bad. No injury to pt. Unable to return defective device to MFR for evaluation as it had to be discarded.